Event description:
It was reported that this right atrial (ra) lead was capped due to unknown cause. This lead was surgically abandoned, and a new lead was placed. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was capped due to unknown cause. This lead was surgically abandoned, and a new lead was placed. No additional adverse patient effects were reported. Additional information received indicates that the lead was capped due to lack of capture.